Event description:
On 11.15.09, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt was administered heparin while admitted at the hospital. Upon info and belief, on at least one occasion, the heparin administered to the pt was contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin. The pt passed in 2007.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.